Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service tech verified the customer reported problem as noted in the diagnostic log history, but was unable to duplicate the reported vent inop condition during the service call. The diagnostic log noted errors had occurred due to mismatching of flow sensor calibration data in memory. The flow sensor tables reprogrammed during service, and the unit tested to specifications. The unit again failed at startup by the customer due to mismatching of flow sensor calibration data in memory. The manufacturer's service tech was able to duplicate the reported problem. The service tech replaced the sensor and cpu pcb's to correct the problem. Performance verification testing was completed and passed to operating specifications.

Manufacturer narrative:
Na